Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation below nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with another device. No patient complications were reported.